Event description:
It was reported by a neurologist that a vns patient had high impedance when system and normal mode diagnostics were run. The physician turned off the generator and was going to wait 6 weeks to monitor seizure frequency before deciding about revision surgery. Patient is non verbal and has extreme behavior problems. The treating neurologist believes that the high impedance is likely the result of a lead break due to a fall or other extreme behavior. X-rays were not taken since the patient needed to be sedated. The review of the programming history revealed that high impedance actually was first observed on (B)(6) 2011 but the physician reported the problem to manufacturer on 04/21/2011. The last good diagnostics were on 08/17/2010.